Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 04/11/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the air/water tube, and the air/water cylinder could not be identified. The event can be detected/prevented by following the instructions for use (IFU). Detection methods are written in instructions for use: pcf-190 series operation manual: chapter 3 preparation and inspection; prevention measures are written in instructions for use: pcf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the air/water tube and cylinder. There were no reports of patient involvement.